Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced a hypoglycemic event while the receiver was not charging and the battery had drained. As a result of the receiver not working, the patient collapsed due to hypoglycemia. Emergency medical services (ems) was called and the bg 50 mg/dl. The patient declined to provide further details about the event including treatment or further evaluation and terminated the call. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.